Manufacturer narrative:
Device received with broken reservoir tube lip noted. The test reservoir p-cap was able to lock in place. Missing segment noted at time display window due to bleeding. Device passed displacement test, basic occlusion test. Device failed prime/a33 test at 2.5 lbs due to faulty force sensor resistor. Unable to verify motor error alarm or perform excessive no delivery test and occlusion test due to prime anomaly. The motor was tested outside of the device and passed. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by the medtronic indicated that the insulin pump had motor error, no delivery alarm, reservoir top was worn and plastic was chipping off. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.